Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that the pump was replaced. The patient was having symptoms of decreased effectiveness and increased spasticity. The cause of the discrepancy was stated as ¿it pump failure¿. It was again noted that side port access showed good flow, and that there was a large volume discrepancy. It was noted that the patient was doing good as of the date of the report. The pump was being used to deliver compounded baclofen at 5000 mcg/ml and 1,020.8 mcg/day.

Manufacturer narrative:
Supplemental report to reflect the programmer as related product: concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician.

Event description:
It was reported that the patient had been transferred to this physician in (B)(6). The patient¿s medication had been increasing since that time due to an increase in spasticity. Volume discrepancies were noted since (B)(6) and initially only 1 milliliter differences. However, the patient presented to the physician on (B)(6) 2013. At that time a ¿fairly decent increase¿ was done and the patient felt he had improved for about two weeks. Three weeks thereafter his spasticity increased. On the date of the report, the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 8.8 and the erv was 3.9. The physician did a side port aspiration and no problem was found with the catheter. There was no resistance and there was good flow. The physician did not use dye. The patient asked for a dose increase. However, the physician did not want to increase the dose as it was thought the pump was failing; the pump battery may be wearing down sooner than expected. The physician did not feel increasing the patient¿s medication would be of any benefit as the patient was not getting the medication. The catheter was ¿fine¿ but there was too much medication in the pump. An x-ray was done ¿early on¿ and no issue was noted. On the date of the report, the concentrations were changed and the physician had programmed a bridge bolus that had been running for about two minutes. It was reviewed that the bridge bolus should be cancelled and a priming bolus programmed to prime the catheter that had been aspirated. The pump had 14 months remaining but the pump was failing and the physician had decided to replace the pump. There were no active pump alarms. This device system delivered compounded baclofen at 4500 micrograms per milliliter and 1,020.8 micrograms per day. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was replaced due to the elective replacement indicator (eri). The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.